Event description:
It was reported that the insulin pump's memory was lost after a battery change. The self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.